Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 80% to 5% while connected to a power source. Following the battery drop, the pump could not be charged properly. There customer's blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.